Event description:
It was reported that the system was explanted due to infection in the device pocket and extension location. The infectious organism was unknown and no tunnel tool was used when removing the extension. There was no patient injury or adverse event reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37642, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3708660, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension: product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension: product ID 3387s-40, lot# v971421, serial# implanted: (B)(6) 2012, explanted: product type lead. Product ID 3387s-40, lot# v799769, serial# implanted: (B)(6) 2012, explanted: product type lead. (B)(4).

Manufacturer narrative:
Product ID 3387s-40, lot# v971421, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead.

Event description:
Additional information: it was reported that two leads were removed due to infection. The location of the symptom/issue was reported as device pocket, lead extension connection location, extension location, and lead location. It was reported that the leads would not be returned to the manufacturer for analysis. The patient's status at the time of report was reported as alive with no injury and no adverse event.